Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure mode was reproduced. Communication issues causing by ribbon cable defect was discovered. The root cause of the issue was a defective component.

Event description:
The user facility biomed department reported that an automated impella controller (aic) experienced a controller error during preparation for support. The aic was removed from service as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.